Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient is on alendronate therapy for approximately 5 years and underwent a proximal femur locking plate on (B)(6) 2012 for subtrochanteric fracture following a trivial fall. The proximal femoral nail (pfn) was not considered initially by the surgeon as the canal was narrow. Patient was presented in clinic complaining of hip pain after walking. No falls or trauma. Underwent proximal femoral nail anti-rotation (pfna) on (B)(6) 2014. This complaint involves two devices. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial complaint for this part was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.